Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was lights up with nothing on the screen then white and blue light and frozen screen about 30 minutes. Customer¿s blood glucose was 181 mg/dl at the time of incident. Troubleshooting was performed for blank display. Customer stated display was solid white. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Insulin pump was dropped all the time but not when it happened. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. Device was monitored and no missing segment or partial display noted during testing. No frozen screen noted.